Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? Please provide the status of the device(s) as it has not been received for analysis. Response: I´m sorry but I don´t have further information.

Event description:
It was reported that there was a post-op leak following an unknown procedure. They cannot explain what happened. Under the surgery they had fine donuts from the stapling.

Manufacturer narrative:
(B)(4).date sent: 06/02/2022additional information received: background info (B)(6) hospital.before the surgical team started to use the instrument, the local aam has been there for several meetings and demonstrated how to use the instrument correctly.even the new stapler is very similar to the product they have been using from us for more than 10 years all doctors and the or nurses were trained on the new product.to support even further our aam have been to many of the operations to see and guide the team if needed how to use the instrument during start up.all surgeons in the team have been trained and use the instrument correctly with fine surgical ¿doughnuts¿ every time.incidents description and actions:(B)(6) 2022 herning had the last leakagesurgeons explain again to us that leaks often comes in waves, and that there often is no common root cause to explain why.during all the discussions and being present at the hospital to find out more info surgeons keep explaining that leaks is multi factor issue.if it has to do with the stapler they would most likely have seen the leaks during surgery as they perform a safety check for every anastomosis and every patient. But for none of the patients there has been issues with the quality of the stapling during or evaluation and stapling tissue donuts has been ok for every patient.many patients operated for cancer are very sick with at history of smoking or for some being 90+ years old having an extremely high risk of complications.additional actions:the following days and weeks our aam had a lot of meetings/talks with the surgical team to discuss if we could support them in any way.we were planning to set up a meeting with the surgeons and the expert team from emea and us.but they all reject that support as not necessary. They all think and explain that it isn´t the product, but sometime leakage comes for a period and then goes away again.there was several different batch supplied. H11: corrected data = h1h1: MDR decision: not reportableupon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Please see information captured in h10.